Event description:
Dealer alleges client was using his equipment and was thrown from the chair into a wall. The chair was previously diagnosed as needing motors and the client was advised not to use equipment until motors were replaced.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Manufacturer narrative:
The device was returned and evaluated. There was a modification of programming settings post final release.

Event description:
Dealer alleges client was using his equipment and was thrown from the chair into a wall. The chair was previously diagnosed as needing motors and the client was advised not to use equipment until motors were replaced.